Event description:
It was reported that damage to the pump housing caused difficulties loading and removing cartridges. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.